Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the guide wire became stuck in the balloon. The 100% stenosed lesion being treated was located in the calcified superficial femoral artery. Following an unknown number of inflations with the balloon to less than rated burst pressure, the wire became stuck in the guide wire lumen of the symmetry balloon during withdrawal and both devices were removed together. There was no damage noted to either device, and there was no patient consequence. The procedure was completed with another device, and patient status was reported as 'good.'